Event description:
It was reported by the technical support personnel that the patient's pacemaker was unable to be interrogated. No intervention and patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.